Event description:
A 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. It is reported that the patient had moderate vessel tortuosity with slight calcification at the bifurcation. Aneurysm sizing is unknown. It is reported that the black ring retracted 2-3cm but the graft cover did not retract over the stent graft was not exposed. It is reported that the device was intact at the facility. Another 26mm diameter x 15mm diameter x 16.5cm length aneurx stent graft was successfully deployed without incident. It is reported that there were no patient complications and the patient is doing fine. There is no additional clinical sequelae reported related to the event.